Event description:
It was reported that the patient only received two coupling bars between their patient programmer and their implantable neurostimulator (ins). A new programmer was used with the same result. It was noted that the ins was not too deep, there was no ins flip, there was no extension on top of the ins and there was no swelling. Subsequent information reported that they were able to charge the ins from 3.755 to 3.795 in 75 min. X-rays were performed and showed that an extension was on the front side of the generator. Additional information indicated that the ins had flipped onto its backside, and then flipped back to its original orientation. They were able to achieve 7 bars of coupling and surgery was cancelled.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).